Event description:
It was reported that the spaceoar vue was found within the rectal wall. The patient was scheduled for a gastrointestinal endoscopy for further evaluation. In the interim, the patient has reported ongoing rectal pain. Additional information reported that the physician suspected the gel had migrated from its initial position. The patient completed the planned radiation treatment.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date, 08/01/2025, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 08/04/2025. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Device code a1502 is being used to capture the reportable event of gel misplaced non-vascular. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block b5 and h6 (device code) were updated based on additional information.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 08/01/2025, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 08/04/2025. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular. Block h11: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the spaceoar vue was found within the rectal wall. The patient was scheduled for a gastrointestinal endoscopy for further evaluation. In the interim, the patient has reported ongoing rectal pain.